Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a low alert was missed on the g5 mobile app . No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of an alert missed on the g5 mobile app could not be determined. A root cause could not be determined.